Manufacturer narrative:
(B)(4). D.2b - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b h2: correction.

Event description:
Previously f1 was submitted with incorrect MFR# 3004753838-2016-03977. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-03977 to match the initial MDR.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR# 3004753838-2016-03977. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-03977 to match the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.